Event description:
The customer obtained unexpected vitros alkp dt, chol dt, and ca dt quality control result when using the vitros dt60 ii chemistry system. When running the vitros dt control ii fluid, a vitros alkp dt result of 274 u/l was obtained versus the expected value of 401 u/l, a vitros chold dt result of 5.42 mmol/l was obtained versus the expected value of 6.2 mmol/l, and vitros ca dt results of >14.0 and 2.90 mg/dl were obtained versus the expected value of 11.7 mg/dl. No patient samples were run during the time frame of the event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that unexpected vitros alkp dt, chol dt, and ca dt quality control results were obtained on a vitros dt60 ii chemistry system. The investigation determined that the cause of this event was a user-induced slide tracking error, which is a reportable malfunction for the vitros dt60 ii chemistry system. Information from section 8.3 of the vitros dt60 ii operator¿s manual (31-july-2010 revision) describing the potential causes of a slide tracking error was reviewed with the customer. Following actions to resolve a slide tracking error, acceptable quality control results were obtained. The root cause of this event is user error.